Event description:
As reported by the user facility: reason of complaint: sad alarm very early in the treatment. No significant amount of air visible. Able to clear after several attempts to reset the alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.